Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will be follow once the analysis has been completed.

Event description:
The customer reported that due to the long tubing, the insulin pump has been dropped and hit the floor while being at the hospital. The customer stated that the device was damaged at the liquid crystal display window. Advised the customer revert to back up plan. The customer's most recent glucose reading was 391 mg/dl. The customer stated that she was hospitalized for non diabetes related issues, and while staying at the hospital she had a low blood glucose episode. The customer mentioned being a brittle diabetic. No further info was provided.